Event description:
On (B)(6) 2025, this patient underwent endovascular treatment for a zone 1 thoracic aortic dissection and was implanted with gore® tag® thoracic branch endoprostheses and gore® tag® conformable thoracic stent grafts. Post deployment of all devices after withdrawal of a 24 fr gore® dryseal flex introducer sheath (dsf) there was an extravasation in the left external iliac artery (leia) noted. The physician advanced a balloon, followed by advancement and deployment of a gore® viabahn® vbx balloon expandable endoprosthesis to the area of extravasation within the leia. It is believed that the dsf may have brushed an area of plaque, no rupture or perforation was visualized. No advancement or withdrawal issues were of issue during the procedure. The physician does not allege any deficiency of the sheath and has no complaint. Diameter of the leia was approximately 9mm. The patient tolerated the procedure; blood loss was minimal and did not require transfusion or result in any hemodynamic impairment. Coded 2500-e: - blood loss - other/unknown to capture unknown minimal blood loss.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.